Event description:
Zoll ivtm being done on patient. Nurse noticed blood coming up into tubing. Stopped the circulation of ns. Clamped and tubing changed. Blood started to come up in new tubing. Circulation stopped and clamped. Balloon likely ruptured. Ivtm discontinued and cooling done per external cooling blanket. FDA safety report ID# (B)(4).